Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted testing and found that instrument recognition was successful. Engineering was unable to replicate the site's instrument recognition issue. Engineering also observed one conductor wire is broken at the yaw pulley exit. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of yaw motion. The added range of motion of the grip most likely created excess tension on the wire, causing it to break. Engineering also observed the distal end of the main tube has a 2.25 inch long section with material removed all around the tube. The damaged area is located 4 inches above proximal clevis, parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely cause by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.

Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the sys was not recognizing the precise bipolar forceps instrument. No add'l info was provided. No pt harm, adverse outcome or injury was reported.